Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an unknown procedure. When priming the catheter, the treating physician was unable to flush the 1ml syringe, causing air to mix with the medical solution inside of the syringe. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 1ml syringe. A visual review of the syringe noted no outward appearance of damage or defects. Functional testing was performed on the returned syringe. An attempt was made to draw water into the syringe. This attempt was successful and no air bubbles were noted. The reported complaint description of air mixed in the syringe could not be confirmed as the returned device functioned as intended. Without confirming the complaint, a root cause cannot be determined. It is possible that the y-adapter connected to the syringe was cracked or damaged but without receiving any components other than the syringe to evaluate, this cannot be definitely determined. Lot history record review of the packaging, assembly and y-adapter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "attach and prime the y-connector with the tuohy-borst by placing a thumb over the through-port while infusing saline solution through the side-port. Attach the 1ml syringe to the through-port and draw 0.5ml of saline solution. Detach the 1ml syringe and de-bubble the syringe. Raise a meniscus at the through-port by depressing the plunger of the reservoir syringe slowly. Reconnect the 1ml syringe to the through-port." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).